Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 5 mo. The pump will not be returned for evaluation. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired due to a hemorrhagic cerebrovascular accident (cva). A CT scan had confirmed the cva. The patient reportedly did not have pre-existing conditions that could have contributed to the cva. An autopsy was not performed.